Event description:
It was reported that the patient went to the ER with a syncopal episode/ possible asystole episode two days post prophylactic battery change. The new generator had been programmed to the same settings as the old generator. The physician didn't believe this event was related to vns but planned to turn output down. It was later noted that asystole occurred when the magnet was removed from the generator. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was turned back on following discharge. No syncopal episodes or asystole had occurred since. Clinic notes from that time indicated that the doctor believed that vns malfunction was cause for the patient's recurrent syncopal/asystole. The doctor noted that the vns was turned off but it had been set to the same settings as the previous generator. He indicated that the patient was only able to tolerate output that was much lower than on the previous generator the physician suspected that the previous generator was not working correctly based on the patient's symptoms. There were no malfunctions reported on the patient's previous generator which had been replaced prophylactically. No further relevant information has been received to date.